Event description:
It was reported that during an anterior lumbar interbody fusion at l5-s1; the trial handle inserter tip broke inside the trial implant. As the surgeon was trialing the implant, the implant was loose. The threaded portion tip of the inner sleeve of the trial handle inserter broke off into the trial implant. The sales consultant provided a backup trial handle inserter and the surgeon completed the procedure successfully without any surgical delay or patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no mrr¿s, ncr¿s, or complaint related issues with this lot. A pd evaluation was conducted. The report indicates that one trial spacer handle along with one trial spacer was returned together with a complaint description of ¿trial handle inserter tip broke inside the synfix-lr trial implant¿. The two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (information provided per synfix-lr system technique guide 7022-I). The trial spacer handle was released to the warehouse in october 2008. This trial spacer handle was received with the tip of the spindle assembly broken off (the broken off portion of the distal tip was not received) and returned in conjunction with the trial spacer (03.802.017), therefore this complaint is confirmed. The associated drawings of the current release were reviewed (389_151 rev e, 03_802_151 rev a, and 389_151_4 rev e).the drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. This instrument was manufactured to drawing 389_151_4 rev d. This drawing calls out stainless steel 440a, the current material being used is custom 465 which was a material change implemented with version e, as it is stronger than the previous stainless steel (440a). In addition, the drawings for the trials (se_056598 revision e) were reviewed. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly; additionally no changes or issues were identified with material and finishing processes for a successful trial spacer device design. This complaint failure could have been caused by improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip, coupled with the lower yield strength of the material as this was manufactured to a previous design. The design change to the spindle subassembly was implemented through dco10012245 (effective 16dec2008) to address the breakage of the distal tip of the spindle prior to the manufacturing of this lot. Following the manufacturing of this lot, design changes were implemented to utilize a material with greater yield strength due to this complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.